Manufacturer narrative:
During device evaluation, the customers allegations were confirmed; due to a cut on the forceps elevator wire, the forceps raising angle did not meet the standard value. Additionally, the type of foreign material found could not be confirmed but was whitish in color and was likely due to insufficient reprocessing. Additional findings include the following: switch 3 had a cut; the right/left and up/down knobs had discoloration; switch 1 was damaged; the light guide cover glass had a dent; the electrical connector had corrosion due to water leakage; the label on the scope connector was damaged; water tightness was lost due to a scratch on the distal end; the image guide protector was damaged; the light guide lens had a crack; the connecting tube had buckling and a scratch; the distal end was shaved; there was corrosion around the light arm; the universal cord was discolored and deformed; the objective lens was dirty; and parts were being replaced due to annual inspection. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the bowden cable on the forceps elevator of the evis exera ii duodenovideoscope was torn during the procedure. There were no reports of patient harm associated with this event. The device was returned and evaluated, and there was foreign material in the air/water tube and air/water cylinder. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air water channel/cylinder was clogged with a white foreign material and multiple parts were dirty, the specific material could not be identified and the cause of the material remaining adhered to the device could not be conclusively specified. It is likely reprocessing was not properly or fully performed due to the discovered leak in the device. A scratch on the distal end caused water tightness to be lost. The event can be detected and prevented by handling the device in accordance with the following IFU: evis exera ii tjf type q180v operation manual "chapter 3 preparation and inspection" shows how to detect the event. Evis exera ii tjf type q180v reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.